Event description:
Event description boston scientific crm received information that this ventricular lead model 4087 had loss of capture. The doctor thinks there may have been a peforation. A procedure was performed and the lead was capped. The model 4471 was not successfully implanted. The patient's anatomy was such that it took a while to get the lead into the heart. Then the helix kept getting hung up on the valve because the manitol had already disolved. The patient is well.